Event description:
A complaint was received regarding the error message, " replace sensor - defective sensor," while wearing the adc device. As a result, on (B)(6) 2022, the customer experienced feeling hot, heavy sweating, and "impossibility to get up" and had a loss of consciousness. No third-party medical treatment was provided. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The reported sensor (B)(6) was returned for investigation. The sensor plug was properly seated and no physical damage is observed on sensor patch. Data was extracted using approved software, sensor was found to be in sensor state 6 (indicating abnormal termination) with a brownout reset event internally logged (event 21). No failure modes were observed upon visual inspection of the plug assembly. The sensor was reprogrammed however, the sensor was not activated successfully and remained in sensor state 6. An extended investigation has also been performed and the returned sensor was de-cased. Performed a visual inspection on the returned de-cased sensor, no issues observed. Mix match testing was performed to determine the cause of the reported issue. The returned application specific integration circuit (asic) was replaced with a known-good asic, and sensor re-programmed and activation was successful, simvivo (simulation of the electrical signal produced by the sensor tail) test was performed and all passed. Therefore, this issue is confirmed due to a faulty application specific integration circuit (asic). All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received regarding the error message, " replace sensor - defective sensor," while wearing the adc device. As a result, on 11jun2022, the customer experienced feeling hot, heavy sweating, and "impossibility to get up" and had a loss of consciouness. No third-party medical treatment was provided. No further information was provided. There was no report of death or permanent injury associated with this event.